Event description:
It was reported that during a procedure for a t3-pelvis posterior spinal fusion, the tips broke off of the coronal rod bend-left for 5.5mm rods and the coronal rod bend-right for 5.5mm rods while bending rods. The broken tips were retrieved and another set of benders were used. The spring for the rod holder broke. The broken spring was retrieved. Surgeon was able to successfully complete the surgery. X-rays confirmed that all broken pieces were retrieved. This is report 1 of 3 for this event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the right coronal bender exhibited a small crack on the medial surface of the side of the rod slot toward the handle. The crack in the device is consistent with previous product complaints. Material analysis performed on parts returned on previous complaints indicated that the process of welding material around the perimeter of the rod slot is creating an as-cast condition in the welded material and increased carbide formation in the surrounding substrate, making the materials more brittle and less tough than they would be in their typical wrought forms. Changes to the raw material, tip geometry and manufacturing process were initiated, in response to the previous, similar valid complaints. These changes will improve the strength of the tips. It is concluded that this complaint is deemed valid from a design. An internal corrective action has been opened to address this issue.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.